Manufacturer narrative:
The customer declined service for the unit. No root cause could be established.

Event description:
It was reported that the ventilator would not boot up. There was no patient involvement. The event date was not specified, estimate used.